Manufacturer narrative:
The event unit was returned to applied medical for evaluation, along with fourteen representative sterile units. Engineering disassembled the event unit and observed that the pusher, a plastic component located in the shaft, was damaged. The lockout, a metal component located in the shaft, was not present on the event device. The representative sterile units were tested and met current specifications. Based on the condition of the returned unit, it is likely that the device breakage was caused by the compromised lockout component. However, the root cause of the compromised lockout component could not be confirmed. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Although the exact root cause of the reported event could not be determined, applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Event description:
Procedure performed: lap bowel resection. Event description: the surgeon informs me she was mid procedure and had been clipping blood vessels, when she used the ca500 again and the internals of the shaft right up to the jaws shot out of the shaft about 15 cm nearly injuring the patient. The surgeon always informs me that she is confident with the device and has had no previous issues but shared her concerns about this particular defect happening when over a blood vessel in a patient. The customer has requested that the remaining unit with the same lot number be replaced. There is one the faulty unit and 14 unopened units. Additional information received via email on 19nov2018 from applied medical territory manager: the track in the shaft of the clip applier shot out of the shaft whilst clipping a blood vessel. The black internal track is the part of the device that separated. Drag was experienced. This was during insertion/removal of device from the trocar. Pressure applied to the trigger during insertion through the trocar was no more than usual. A clip was not loaded in the jaws upon clip applier insertion and/or removal. Applied medical trocars were used in the procedure. Patient status: no patient injury or illness occurred associated with the complaint event.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: lap bowel resection. The surgeon informs me she was mid procedure and had been clipping blood vessels, when she used the ca500 again and the internals of the shaft right up to the jaws shot out of the shaft about 15 cm nearly injuring the patient. The surgeon always informs me that she is confident with the device and has had no previous issues but shared her concerns about this particular defect happening when over a blood vessel in a patient. The customer has requested that the remaining unit with the same lot number be replaced. There is one the faulty unit and 14 unopened units. Patient status: no patient injury or illness occurred associated with the complaint event.